Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for dislocation. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2013. Date of event: (B)(6) 2022. (Left hip). Treatment: closed reduction/manipulation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In (B)(6) 2013, patient received a left total hip arthroplasty to address end-stage osteoarthritis. Patient was treated with pinnacle ingrowth cup and a cemented summit femoral component. She had no complications. On (B)(6) 2022, patient presented in the clinic office a day after having tripped and fallen, twisting her knee and posteriorly dislocating her left hip. She was taken to the emergency room for a closed reduction of her hip. The office physician's assistant refrained from performing rom exam because the dislocation was only a day old. Her knee was examined though and demonstrated some swelling and bruising--otherwise, the exam was negative. Placed on hip precautions with plan to see in 6 weeks.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photo evidence were reviewed and an implant dislocation cannot be established with the evidence provided. Based on the information, neither a defect or malfunction can be determined which could be attributed to the reported event, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.